Manufacturer narrative:
The three samples from the patient were provided for investigation. The results obtained by the customer could not be reproduced. The cmv igm results were borderline for all three samples. The cmv igg results were reactive or borderline. A general reagent issue can be excluded.

Manufacturer narrative:
The results of the customer could not be completely confirmed, the elecsys cmv igm assay was borderline reactive for the first sample and the elecsys cmv igg assay showed reactivity for the second sample. Primary infection in the early phase is indicated in this case due to the presence of increasing igg titers and borderline reactivity in the elecsys cmv igm assay. However, the detection of seroconversion was less prominent for elecsys assays compared to competitor assays. Additional assessment with the recomline cmv igm and igg assay (mikrogen) revealed reactivity for both igm and igg for all of the samples. The recomline blot results are in accordance with the diasorin results.

Manufacturer narrative:
The investigation determined: the elecsys cmv igm reagent performs within specifications.

Event description:
The initial reporter stated they received a questionable result for one patient sample tested with the elecsys cmv igm immunoassay on a cobas 8000 e 801 module (serial number (B)(4)). Refer to the attachment for all patient data. The data highlighted in red is questionable and was reported outside of the laboratory. The result did not agree with results obtained with competitor methods.

Manufacturer narrative:
The patient sample was requested for investigation.